Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system, there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd pegasus safety closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
The batch record for lot# 7324084 was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, the returned sample was subjected to leakage testing and found to be within product specifications. Investigation conclusion: the root cause could not be determined. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.